Manufacturer narrative:
The suspect computer was returned for evaluation. The reported issue was not observed. There was no fault found with the device.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after checking, the system was functioning normally. All the connections were tightened and the hard drive was cleaned as it was almost full. New electronic picture archiving and communication systems (pacs) system was added to the ear, nose & throat (ent) software. System was fully functional. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, both monitors of the navigation system have a large streak which was effecting the view of the screen. There was no patient present at the time of the issue.